Event description:
It was reported that during a scheduled pacemaker system implant procedure, the terminal end of the right atrial (ra) lead was noted to be difficult to insert into the pacemaker device header. It was indicated specifically that terminal end of the lead does not seem to go all the way into the device header. However, sterile water was used to successfully insert the lead and when the set screw was tightened, there was no noise observed and the lead passed a tug test. There were no issues with the right ventricular (rv) lead insertion. Boston scientific technical services (ts) indicated it could be a manufacturing tolerance issue between the ra lead terminal and pacemaker device header port but if the rv lead can be inserted appropriately, it is likely due to the ra lead. Ts explained that as long as the ra lead is not damaged and appropriate diagnostic measurements are achieved, there should be no issues. Ts noted it could also be the sealing rings and the sterile water lubricated them enough to insert the lead successfully. Ts also indicated they have heard of using mineral oil as well. The surgical procedure was successfully completed. The ra lead and pacemaker device remain in-service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1 lead into the header of this device. Please refer to the description for more information regarding the specific circumstances of this event.